Event description:
The st. Jude medical representative reported that the patient received inappropriate therapies due to noise on the ventricular lead. Technical services noted that the noise appeared consistent with lead damage. The lead was capped.